Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent and balloon sections of the device were visually and microscopically examined and distal stent damage was identified. The proximal crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. No issues were noted with the balloon. A visual and tactile examination found no kinks or damage along the hypotube, mid-shaft, inner or outer shaft polymer extrusion. The tip was visually and microscopically examined and no issues were noted. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 30apr2018. It was reported that crossing difficulties were encountered. The target lesion was located in the proximal right coronary artery. Following pre-dilatation, a 24 x 3.00mm promus premier stent was advanced but failed to cross the lesion due to severe angulation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.